Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 19.0-19.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of oversensing.

Event description:
It was reported that therapy was delivered due to oversensing. The whole system was explanted.